Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. The pt reported, she was experiencing ineffective stimulation. The pt stated, the stimulation on her right side disappeared and when using the stimulation on her left side, she feels a grabbing sensation. The sjm representative met with the pt and reprogramming was unsuccessful. The pt was advised to consult with her physician. X-rays were to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.